Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced resistance while filling a cartridge. Customer changed the needle and filled the cartridge successfully. Customer's blood glucose was 200's mg/dl.